Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, specifications, and trends was conducted during the investigation. The device was not returned to assist in the investigation. The manufacturing records were reviewed, and nothing of note was observed. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Captor valve assemblies are 100% quality control inspected for leakage. Based on similar reported incidents, the leakage is likely occurring due to tearing of the silicone discs. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
One ax1 graft converter (1820334-2015-00854) and one esbe main body graft (1820334-2015-00855) was used during the evar procedure on the 91 year old female patient. During the procedure, valve leakage occurred. The patient lost approximately 800cc of blood and a blood transfusion was needed. Patient is doing fine and is in stable condition.

Manufacturer narrative:
Event is still under investigation at this time.

Event description:
One ax1 graft converter (1820334-2015-00854) and one esbe main body graft (1820334-2015-00855) was used during the evar procedure on the (B)(6) female patient. During the procedure, valve leakage occurred. The patient lost approximately 800cc of blood and a blood transfusion was needed. Patient is doing fine and is in stable condition.